Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crack in the y-site is inconclusive due to poor sample condition. One photo sample of a miniloc safety winged infusion set was provided for evaluation. The safety mechanism was shown to be fully activated. The needle housing is wrapped in a plastic bag. Two syringes within fluid were attached to the proximal and y-site luer connectors. Both luer connectors have additional valved luer connections between the syringe attachments. A red circle is drawn over the image at the y-site connector location. Damage to the y-site cannot be clearly seen from the image provided. The product lot information was not provided. The event description indicates that the damage way have been caused by over-tightening with the infusion cap. The damage reported in the event could not be clearly observed from the image provided; therefore, the complaint remains inconclusive at this time. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "there has been some feedback from the mpa areas that they do not like the substitute products and that they are flimsy. I did receive one of the needles attached that is one of the substitute products that had a crack at the y site. This does leak at the y site. I do have the product with me if you would need it. This might have been cracked with force with the ultrasite cap and the syringe." Additional info received: 07/24/2020 "I do not have the lot number of the packaging of the product. I just have the product to return if able. It was used on a patient with no infectious diseases. There was no patient harm. The event happened on (B)(6) 2020."